Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump did not turn on. Troubleshooting was performed. Customer was advised was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm.